Event description:
It was reported that during an implant attempt, the atrial lead was positioned multiple times without adequate numbers. The lead was removed and blood was visible in the lead insulation. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).